Event description:
Event description guidant received information that this atrial lead displayed impedance measurements greater than 2500 ohms and was unable to capture the myocardium. Review of stored atrial electrograms revealed a large deflection that corresponded with a ventricular sensed event. In addition, non-sustained ventricular tachycardia (nsvt) episodes were stored in the arrhythmia logbook and ventricular sensed (vs) events appear to be marked as premature ventricular contraction's (pvc).